Event description:
It was reported that the pixel was removed from the anatomy after it had great difficulty crossing through a saphenous vein graft to the posterolateral branch of the rca. During the withdrawal process, the stent separated from the balloon at the tip of the guiding catheter in the ostium of the svg. It was successfully retrieved with a snare device. No pt effects reported.